Event description:
It was reported that a 38-year-old caucasian female patient underwent primary breast reconstruction with two 325cc mentor memorygel breast implants and suffered right breast soreness and hardness, post-operatively. The patient had capsular contracture (baker grade unknown). As a result, the patient underwent breast revision on (B)(6) 2022. The implant was removed, cleaned and re-implanted. This was reported under 1645337-2023-02982. The right sided capsular contracture recurred roughly two months after this operation. This was reported under 1645337-2023-02726. Subsequently, the patient also began to experience left sided capsular contracture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. On april 27, 2023 mentor received additional information and initial awareness of left sided capsular contracture. This report relates to the left prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).